Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 381 mg/dl. The customer stated that he was nauseous when he was admitted. Troubleshooting was declined by the customer. He stated that he removed the infusion set, and noticed that the cannula was bent. The customer stated that his blood glucose levels have been perfect ever since changing the infusion set. Nothing further was reported.